Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. According to the complainant, during the procedure and hysterectomy phase, the physician noticed that the stryker adaptor was not screwed tight enough onto the sheath. She pulled the scope out of the patient to try to re-adjust the adaptor but the plastic piece of the sheath broke inside the adaptor. They were unable to pull out the plastic piece of the sheath. The procedure was aborted due to unavailability of the device. There were no serious injury/adverse effect to patient as a result of the event.